Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): a proximal segment of the lead was returned for analysis. Primary results revealed a distal conductor fracture. The distal conductor was found to be distorted. Blood/body fluid on the distal conductor (not obstructed). The outer insulation was breached cut and had a cosmetic depression. The anchoring sleeve fixation site could not be determined. (B)(4): the full lead was returned and analyzed. Primary results revealed that no anomalies were found. Blood/body fluid was found on all conductors (not obstructed). The outer insulation was kinked/buckled, melted and with cosmetic depression. Blood in/on the helix/lobe mechanism. There was apparent explant damage.

Event description:
It was reported that the right atrial lead dislodged, and was explanted and replaced. The 6996 lead, which had been previously capped, apparently fractured, and was partially explanted. The left ventricular lead exhibited high thresholds, and was capped and replaced. No patient complications have been reported as a result of this event.